Event description:
The customer reported that the insulin pump alarmed no delivery. Customer's blood glucose was 220 mg/dl. Customer declined to troubleshoot at the time of the call. Customer does not want to return the infusion set and reservoir for analysis. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.